Manufacturer narrative:
Additional manufacturer narrative: (B)(4). Edwards is in process of correcting issue. The device was not returned to edwards for evaluation as it remains implanted. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful. Without additional information or device return the clinical observation cannot be confirmed and root cause of the event remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a second device, a 26mm transcatheter aortic valve, was implanted in the aortic position inside a disabled 21mm aortic pericardial valve using a valve-in-valve intervention. The implant duration of the 21mm aortic pericardial valve at the time of the procedure was nine (9) years, one (1) month, seventeen (17) days. The reason for transcatheter valve-in-valve intervention is unknown and both devices remain implanted.

Manufacturer narrative:
(B)(4) see also report number 2015691-2015-02342 for information regarding the patient's aortic valve. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. In this case, two (2) cusps were immobile while led to the regurgitation and stenosis. Based on the information received the root cause of the event is indeterminable; however, patient factors may have contributed to the event.

Event description:
Through followup with the healthcare provider edwards learned that a 26mm transcatheter valve, was implanted inside a disabled 25mm mitral pericardial valve in the mitral position via transcatheter valve-in-valve procedure. The reason for intervention was due to severe mitral stenosis. Healthcare provider reported that two (2) of the three (3) cusps were immobile. The patient tolerated the procedure well and was transported to the cardiac surgical intensive care unit in satisfactory condition.